Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had increase pain in the left side of the back. It was noted that the patient was instructed by the doctor's office to contact the manufacturer. The patient was to follow-up with the health care professional. The pain began in (B)(6) of 2016. The patient reported that they were having battery changed out to a smaller size. They were going to have a smaller unit implanted and have the current unit replaced. They were having problems laying on right side from stimulation. This started about a month or so ago. They had been trying to loose weight and now that the lost weight the battery had dropped and protruding on buttock area and the patient could see it and feel it sticking out. The patient reported on (B)(6) 2016 that the battery had dropped and flipped over and was told that there was a smaller implantable neurostimulator (ins) size. They had problems when laying on the left side. The patient was told that the manufacturer representative (rep) needed to be at the upcoming appointment with the surgeon to change and replace the ins to a smaller size. The battery dropped and flipped over a couple of weeks prior to the report, (B)(6) 2016. The problems laying on the left side and getting sore and waking them up, issues sleeping, and lost weight was in (B)(6) 2015, one an a half months prior to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.